Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: 2218-50 serial: (B)(6) batch: 17539452 / 17450622 / 17539452

Event description:
It was reported that the patient was having difficulty as he has to charge the ipg frequently. It was also noted that the patient was experiencing inadequate stimulation due to migration and had several impedances on all leads. The patient underwent replacement procedure and was doing well postoperatively. The explanted device components were not return due to facility protocol.